Manufacturer narrative:
The reported event of a damaged controller was confirmed during analysis. The evaluation of the returned system controller, serial number (B)(4), revealed damaged pcb components. As a result, the returned system controller did not operate the pump and did not communicate with the system monitor. The components were replaced and the log file was collected successfully. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The MFR is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a "pocket controller was on the patient, the patient was placed on battery then about 2 minutes later, it said replace controller, controller fault, all lights turned black, and no vad hum on the patient. The vad coordinator immediately changed the system controller. The vad coordinator then took the controller and placed on power no history was showing, all lights were black. Then added driveline to controller, no lights except the yellow wrench came on the power module." The system controller was exchanged.